Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with readings over 400 mg/dl, received an occlusion alert, and performed multiple infusion set and supply changes using a steel cannula infusion set, after which glucose decreased to 248 mg/dl and continued trending down; the user later returned to range per reports. Symptoms included hyperglycemia. Outcomes included temporary impaired glycemic control without hospitalization. Investigation included collection of lot numbers, completion of the blood glucose questionnaire, review of device-reported alarms, and review of user reports. Investigation of this case revealed no confirmed device malfunction, with the event consistent with an infusion delivery interruption associated with an occlusion and subsequent resolution after set replacement, cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.